Event description:
It was reported that during a surgery, the metal knob on a mobi-c insertion handle broke off. The implant had already been inserted and there was no patient harm or procedural impact.

Manufacturer narrative:
D4: the remainder of the UDI number is unknown because the lot number is not available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during a surgery, the metal knob on a mobi-c insertion handle broke off. The implant had already been inserted and there was no patient harm or procedural impact.

Manufacturer narrative:
H6: additional method code: 4109. Corrections in h6: component code. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: this device was not returned, however the provided photo shows that the knob has fractured from the inserter shaft. Root cause: this event could be attributed to excessive or off-axis forces applied during use. DHR review: the lot number was not provided, so the DHR was unable to be reviewed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.